Event description:
While preparing the neonatal patient for transport the rn noticed that the isolette transport shuttle had a red "battery health status" lamp blinking. The rn became concerned that isolette shuttle battery would fail during transport. Isolette shuttle removed from isolette and exchanged with working device. Defective isolette shuttle brought to biomedical engineering for evaluation. Biomedical contacted manufacturer and was told that the flashing malfunction alarm indicated that the "battery charging circuit monitor switch" was not reset after battery replacement. Biomedical confirmed that the lamp illuminated on it's own without a battery replacement. Biomedical reset lamp switch and flashing malfunction lamp turned solid green. Biomedical measured battery voltage and placed shuttle on overnight charge. Equipment history noted that battery was replaced frequently in these shuttles and that the technicians did activate the reset switch and confirmed solid green lamp. Biomedical to contact manufacturer to determine cause of malfunction lamp as non-battery replacement failure. Manufacturer response for isolette transport shuttle, giraffe shuttle (per site reporter): awaiting MFR follow up.